Event description:
Patient was undergoing implantation of iol and using an iop to maintain intraocular pressure. During procedure iop event message occurred "fluidics infusion chamber overflow" after procedure completed it was noted a choroidal hemorrhage and a sub retinal split between the optic nerve and macula occur. Repair was completed and manufacture rep notified of error. FDA safety report ID# (B)(4).